Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had two medtronic ID cards of the current ins and the older one; pt wanted to know which was the one inside them. Pt reported they had the older one taken out of their back. The reason why was the reported they had back surgery and the back doctor clipped on the wires and never hooked the stimulator back up for a long time. Patient stated when they hooked it back up the battery was going bad so they just changed the whole thing.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2023 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (b)(60 2018; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.